Event description:
Reporter stated in email to medx on (B)(6) 2013 that the patient was participating in isometric testing 0-48 degrees and complained of immediate discomfort following the first testing angle. Testing ceased and medical review with x-ray suggested muscular injury. Pain worsened in the course of the following days. CT approx (B)(6) 2013 showed l2 crush fracture (25% with posterior retropulsion). This machine was manufactured in 1997. It was purchased used by the current owner approx 2007.

Manufacturer narrative:
This machine was manufactured by medx in 1997. It was purchased as used by the current owner in approx 2007. Reporter stated that the device has been use for 6 years and that 130 patients use the device every week in a clinical setting. The reporter stated that this was the only problem that they had with the device. The manufacturer recommended that the machine be sent back to medx for evaluation, however, the owner has declined. The manufacturer then recommended that the device be taken out of service until they could verify that it was functioning properly. The manufacturer has received no further communication from the reporter at the time of this report.